Manufacturer narrative:
Product event #(B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 3.0s product number: ps210-030s, lot number: fl50903142, expiration date: 2016-12-08. Quantity returned: 1 testing performed: device packaging inspection: one returned plasmablade¿ 3.0s with locking mechanism device was received inside a cardboard box within a plastic bag and then within a large biohazard bag with brown paper and plastic air cushions to fill the negative space. Tyvek® lid returned; the device information was confirmed against the information listed within gch from the tyvek® lid. Defective product form and a printed rga e-mail included. Device visual inspection: device is used with blood on the handle, cord, shaft, and within the suction tubing line. -blood and other biological fluids present along the inner shaft and locking mechanism. -electrode insulation coating shows excessive eschar, tissue and coagulum build-up, figure # 1 and figure # 2. Heat shrink is split, scratched and melted figure # 3 and figure # 4. Suction opening is clogged with eschar, tissue and coagulum build-up, figure # 5 and figure # 6. The electrode was cleaned to observe and to confirm the electrode insulation coating is damaged and peeling which visually relates to the reported complaint description, figure # 7 and figure # 8. Functional inspection: functional inspection is not applicable as the complaint was confirmed via visual inspection lhr review: a review of the lhr for lot # fl50903142 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: visual inspection confirmed the electrode insulation coating is peeling; the heat shrink is split, scratched and melted with an accumulation of tissue and coagulum build-up inside the suction opening of the finger grip confirming the electrode was not cleaned according to the IFU recommendations. The eschar, tissue and coagulum build-up present on the electrode and inside the heat shrink results in the overheating and melting of the heat shrink. The rf energy is affected by the tissue build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperatures and over time, it is possible for the heat shrink to degrade and compromise the electrode insulation coating. This complaint will be tracked and trended in gch. (B)(4).

Event description:
After an unknown period of use, the coating on the outside of the cutting edge of the device began peeling off. In addition, during analysis of the returned device it was identified that the heat shrink is split, scratched and melted.